Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstance that led to the patient's sudden loss of therapy was that they got the stimulator because they were always running to the bathroom and hoping they would get there. The patient couldn't stand in front of the sink with water running.

Event description:
The consumer reported that the patient experienced a loss or change of therapy on (B)(6) 2016. The patient had a return of symptoms. The patient had been going to the bathroom like they did before implant. Whenever the patient heard running water they had to go to the bathroom and the patient's bladder and running water didn't get along. The patient did not feel stimulation and the therapy was turned on. The patient increase stimulation up from 0.6v to 0.8v and the patient felt stimulation comfortably. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information from a patient was reported that the circumstances that led to sudden loss of therapy were getting up at night every 2 hours or more and that she couldn't stand in front of running water. The patient stated that she increased the stimulation in order to resolve the sudden loss of therapy. The patient noted that the sudden loss of therapy has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.